Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was unknown. Customer stated the display showed pump symbol with a red cross through it and error pointing on an open book with a question mark. The customer was advised the pump need replacement. Customer also saw a crack/scratch on the back side of the pump. The customer was advised the pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and main arm communication error alarm, the problem was isolated to printed circuit board 2. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to critical pump error open book image. The insulin pump had scratched case, case cracked behind the pump near the battery compartment and pillowing keypad overlay.